Manufacturer narrative:
Date of event is an unknown date in 2018. 510k: this report is for an unknown fns nail head element/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a bipolar hip arthroplasty surgery and hardware removal due to an implant cut-out. The surgeon discovered on (B)(6) 2018, that an implant was cut-out. There had been no external force applied to the implant such as falling. Originally, the patient had an osteosynthesis surgery with femoral neck system (fns) for a proximal femoral neck fracture on (B)(6) 2018. The patient has left the hospital and is under rehabilitation. It was unknown if there was a surgical delay. This report is for an unknown fns nail head element. This is report 1 of 1 for (B)(4).